Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 214 mg/dl, 97 mg/dl, and 104 mg/dl. No actions taken based on device result. No adverse event reported. Requested return of the suspect device and a replacement was sent.